Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered a cardiac tamponade requiring surgical intervention. The investigational analysis completed 1/13/2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of the event is that it is procedure related. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no:(B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial visual inspection, the bwi pal observed no visual damages or anomalies. The analysis has begun but is not completed at this time. No code available was used to represent surgical intervention. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered a cardiac tamponade requiring surgical intervention. During the procedure, after mapping the left atrium with the lasso catheter, the patient¿s blood pressure dropped. A cardiac tamponade was then confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and over 1500 cc of fluid was removed. However, the patient was still bleeding. The patient was then taken into cardiothoracic surgery to seal the puncture. It was confirmed that the perforation was in the right atrial appendage, caused by a sl1 sheath, and not a biosense webster inc. Product. Post procedure, the patient was reported to be stable and improved condition. Extended hospitalization was required for observation, since the patient underwent surgery. Physician¿s opinion on the cause of the event is that it is procedure related. A transseptal puncture was performed with a sl1 sheath and baylis needle. During the event the sound star and stsf catheters were in the patient body. However, no ablation was performed prior to discovering the cardiac tamponade. Irrigation setting was set to standard flow. There were no error messages observed on biosense webster inc. Equipment during the procedure.